Event description:
It was reported that the customer experienced a blood glucose (bg) level of 506 mg/dl. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the high bg. "Pump was delivering insulin" to address bg level and lowered to 430 mg/dl during call with tandem technical support (cts). Cts performed a system check and determined that the pump functioned as intended and the cause of the high bg was unknown. Customer acknowledged that the pump was functioning as intended and continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.